Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a pneumothorax procedure, the cartridge fell into the patient and was removed by the surgeon. Another similar device was used to complete the case. There was no patient consequence.